Event description:
Customer reported scratches on the screen, and difficulty seeing the display. There was no adverse impact to the customer¿s blood glucose level. Chris declined further troubleshooting and is in the process of obtaining a new pump through insurance.